Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that fluid leakage occurred from the connection area of the foley catheter after 4 days of placement. It was stated that the details were unknown. Per follow-up information received from ibc on 24feb2022, stated that there was a pinhole found near the valve and there was also a possibility of water leakage.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted two-way foley catheter attempt to inflate the balloon with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and observed leak from pin hole on the inflation valve measuring (0.011"). This is out of specification which states, "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap without cuts, holes or tears on the inflation arm. A potential root cause for this failure mode could be "incorrect molding of either the inflation valve or retention cap¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." The actual/suspected device was inspected.

Event description:
It was reported that fluid leakage occurred from the connection area of the foley catheter after 4 days of placement. It was stated that the details were unknown. Per follow-up information received from ibc on 24feb2022, stated that there was a pinhole found near the valve and there was also a possibility of water leakage.